Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was failed. A field service engineer found that full height auxiliary drawer 7 was not detected as closed and unrecoverable. Although the device had been previously serviced and the issue was resolved at that time, further inspection revealed a small pinch on the latch sensor wire. The latch sensor indicator light was off and was replaced to restore functionality. After rebooting, latch sensor light on controller board turned on. The system functioned as intended after the field service engineer repaired the device.